Event description:
It was reported an asymptomatic pt presented in clinic with message of an alert for device at eri. Another message indicating an alert for end of service was observed. The device was resolved by reprogramming and remains implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.